Event description:
The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Note: the report corresponds with bard's report (B)(4) for a "pelvicol".